Event description:
It was reported that the patient had their system explanted on an unknown date due to an infection.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information.